Manufacturer narrative:
Upon additional review this event is a duplicate. Any additional information should be reported in MDR# 1723170-2019-04254. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
On site functional and visual examination was performed by a manufacturer representative. The solid state drive was replaced and the issue was resolved. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the capture of patient data failed. "Transfer failed" was displayed. The facility had connection to dicom q/r and there was no problem with q/r test. An attempt was made to capture the patient data that had already been in navigation the previous week, but the issue occurred. Capture was also attempted by cd but it resulted the same.